Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tachycardia, blood clot on the right ventricular (rv) lead. The right ventricular (rv) lead exhibited ventricular pacing. The lead remains in use. No patient complications have been reported as a result of this event.